Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Product is not expected to be returned.

Event description:
A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequently deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Of note, during the index procedure (prior to deployment of the lotus valve), the subject experienced left bundle branch block while crossing with a wire. Post the index procedure; post the deployment of the lotus valve, the subject developed complete heart block. Of note, no new conduction disturbances were noted after valvuloplasty. Permanent cardiac pacemaker was recommended. One day post the index procedure the subject was also diagnosed with acute kidney injury. No corrective action was taken to treat this event. Six days post index procedure, the subject was treated with implantation of an atrial biventricular pacemaker. The subject was discharged on aspirin and clopidogrel.